Event description:
It was later reported catheter kink at the distal segment area. Revision was performed. It was also indicated that patient experienced symptoms of ¿lack of therapy¿ and increased pain. Outcome was noted as ¿no injury.¿

Event description:
It was reported the catheter dislodged. The patient experienced increased pain and "symptoms." A dye study was done (no date reported) and it was noted that the catheter had "twisted" and was "going the wrong way" in the intrathecal space. A catheter revision was done. At the time of this report the patient outcome was unknown. The device system was used to infuse morphine.

Manufacturer narrative:
Neu_unknown_cath, lot # unknown, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).